Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, there were foreign objects in the mouth of the air and water supply nozzle. The result of the component analysis showed that the foreign material was hydroxide, carboxyl salt, and organic silicone. However, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material adhered by insufficient precleaning, rinsing, or drying. It is unknown if the user deviated from the reprocessing procedure from the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope had a problem where the air and water supply did not work at all or worked poorly. There were no reports of patient involvement.